Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. The pacing lead exhibited loss of capture had fractured. The lead was reprogrammed off and replaced. No further patient complications have been reported as a result of this event.